Event description:
Additional information: some are in use on patients, and I have been informed that there is leakage of the drug, but they are promptly replaced with other taps.

Manufacturer narrative:
Correction: part of the event description was excluded from the initial submission. Information has been added to b5, and an additional a code (a050401) has been entered to capture this information. Investigation results: bd cannot be able to confirm the failure mode indicated by the customer because no photos or samples provided for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.

Event description:
Could you kindly explain the problem encountered with the device? - they do not connect properly to luer lock syringes (they spin freely) was the device in use on a patient when the problem occurred? - yes did the patient or user suffer any harm? - no

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.